Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device confirms that the device was fractured. The damage is consistent with fatigue accumulation in the stem ultimately ending in a fatigue fracture of the stem neck requiring revision. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. Visual inspection of the returned device confirms that the device was fractured. The damage is consistent with fatigue accumulation in the stem ultimately ending in a fatigue fracture of the stem neck requiring revision. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: broken exeter stem. Update 26/jan/2022: "(B)(6) 2021 stem broken. (B)(6) revision from (B)(4)".

Event description:
The following was reported: broken exeter stem. Update 26/jan/2022: "(B)(6) 2021 stem broken. 12-10 revision from 44-0 to 50-1".

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device was performed as part of the material analysis: "image shows the exeter v40 stem with fracture location highlighted. Also included in image are the femoral head and liner. On visual examination, fracture was observed through the neck of the stem with the femoral head remaining locked on the stem trunnion. Stereo microscope imaging was performed on both the proximal and distal fracture surfaces. Based on macroscopic surface features observed, including beach marks, the approximate fracture origin location (o) and direction of propagation (p) were determined . The final fracture location (f) is also labelled. The macroscopic surface features observed on the fracture surface indicate the component fractured due to fatigue. Figure shows the surface near the neck of the stem with explantation damage. Figure shows surface material damage on the mid-stem region. These indications were likely a result of third-body damage and micromotion effects due to cement mantle breakdown." Material analysis: a material analysis of the returned device was performed and indicated the following: "characterisation using stereo microscopy and scanning electron microscopy confirmed the component fractured in fatigue, with the final fracture in overload." -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. A material analysis of the returned device was performed and indicated the following: "characterisation using stereo microscopy and scanning electron microscopy confirmed the component fractured in fatigue, with the final fracture in overload." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: broken exeter stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.